Event description:
It was reported that during a laryngoscopy the distal tip of blade became hot to the touch. Procedure was completed using a different blade. No significant delay, less than 15 mins. No patient harm reported. No negative impact in state of health reported.

Manufacturer narrative:
The device is pending receipt by manufacturer. The investigation is not yet completed. Investigation results are pending. This event is filed under internal complaint ID (B)(4).

Manufacturer narrative:
Under user facility's discrection the device will not be returned to manufacturer. The investigation is not yet completed, investigation results are pending. This event is filed under internal complaint ID (B)(4).